Event description:
It was reported that embolization and death occurred. Radiofrequency ablation combined with left atrial appendage (laa) occlusion were performed with the successful implant of a 27mm watchman laa closure device & delivery system. Six hours after the procedure, the watchman device embolized. Angiography was performed and found the watchman device embolized to the left ventricle. Despite a percutaneous intervention with a snare the watchman device could not be removed. After four hours, the patient's blood pressure could not be maintained, and a malignant arrhythmia occurred. The heart stopped beating, and the rescue percutaneous intervention was unsuccessful. The patient died.

Event description:
It was reported that embolization and death occurred. Radiofrequency ablation combined with left atrial appendage (laa) occlusion were performed with the successful implant of a 27mm watchman laa closure device & delivery system. Six hours after the procedure, the watchman device embolized. Angiography was performed and found the watchman device embolized to the left ventricle. Despite a percutaneous intervention with a snare the watchman device could not be removed. After four hours, the patient's blood pressure could not be maintained, and a malignant arrhythmia occurred. The heart stopped beating, and the rescue percutaneous intervention was unsuccessful. The patient died. It was further reported that the shape of the left atrial appendage was narrow, the upper and lower edges were not symmetrical, with a cactus-shaped heart ears. The procedure occurred in the afternoon, nothing to mouth prior to the procedure. After radiofrequency ablation, the guidewire was exchanged, the access system was inserted, and the pigtail catheter was inserted to the laa for angiography. A 3mm leak was noted post procedure and compression ratio before release was 11%. The patient was intubated under general anesthesia. After the procedure, the patient was sent back to the ward. Four hours after the procedure, chest tightness appeared. Bedside echocardiography was examined and device embolization was found. Capture of the watchman was attempted, cardiac compression, and injection of adrenaline were all attempted intervention. The patient did not have hypotension, but the heart valve function was affected by the watchman caught in the mitral chordae tendineae. The patient had a history of heart failure, that resulted in unstable blood pressure maintenance. The cause of death was cardiac insufficiency.